Event description:
I had essure device put in at (B)(6) in 2006 and suffered from severe abdominal pain. I went back to (B)(6) and they gave me pain medicine and said that I had a bladder infection. I continued to have chronic bladder infections for several years. I also continued to have chronic throat infections then eventually breast cancer. I endured one year of chemotherapy and mastectomy. I continue to have chronic infections and low white counts. After meeting with several hematologists, oncologists, allergists and infections disease doctors, they feel it is an autoimmune disease. I have read that essure has caused autoimmune diseases and chronic infections. I also suffer from intense pain and bloating once a month in my abdomen.